Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted device was discarded. Additional information was received that the reason for the ipg replacement was just an upgrade.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively. The explanted device was discarded.